Event description:
It was reported that a user observed insulin leakage associated with the cartridge housing and connector during filling, with insulin expressed when attaching the connector, and was educated to fill only up to 180 units to avoid overfilling; the user replaced supplies thereafter. Symptoms included hyperglycemia with a reported blood glucose of 220 mg/dl for approximately three hours without ketone testing, back-up therapy, or medical intervention. Outcomes included no hospitalization, no emergency care, and no reported injuries. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed evidence consistent with overfilling leading to leakage at the cartridge interface. It was concluded that user technique contributed to the leakage and associated hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.